Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not working properly and had a hanging issue. The fse reloaded the newly software and did all necessary configuration and calibration. After reloading the software, configuration and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.